Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that the flexi-seal device was not yet inserted into the pt at the time the event occurred. Final quality eval was performed on 01/24/2014 and an investigation was performed by the third party manufacturer, (B)(4), on 12/09/2013 based on the review of the device history records and retained samples. Summary of the investigation is as follows: initiated discrepancy reports (dr) in (B)(4) system to conduct and document investigations; reviewed device history records (dhrs); reviewed retained samples from each lot it in question. During the review of the dhrs and retained samples, team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. In conclusion, the supplier confirmed that the retained samples met the product quality specifications. No further action is required from the supplier. This MDR was originally planned to be submitted with the asr as part of the retrospective review that was committed to the FDA following the warning letter. However, during the current FDA inspection, the FDA investigator suggested that this MDR be filed now. Covatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that an ICU nurse was preparing a flexiseal signal fms for insertion. Prior to insertion she tested the balloon patency by inflating 45 cc of water. After injecting the water into the balloon port she was unable to remove the water and deflate the balloon.